Manufacturer narrative:
(B)(4): the implantable neurostimulator lead and extension have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt developed back pain and worsening tenderness over the implantable neurostimulator site. No cultures were taken. The device system was explanted. The hcp did not believe the problem to be device-related. There was no pt injury. The pt recovered with sequela.